Event description:
Disconnection on thermistor cable at 407-1hsk. Coc ashows blood temperature immediately after catheter was connected, but it showed "catheter fault" a couple of minutes later. Analysis determined: thermistor wire became detached from leads within thermistor casing causing an unstable reading. Unit was used in vivo. This was not determined until analysis was completed. Remedial action is necessary.